Event description:
The complaint was received from medtronic (physiocontrol) who in turn had received the complaint from the customer described in the initial reporter section. The incident involved a medtronic lifepak 500 defibrillator and kimberly-clark electrode pads. The responders tried to use the defibrillator and pads on a patient who had been down on a metro train in cardiac arrest for an unknown length of time. The defibrillator did not deliver a shock and read "connect electrodes" after a 7 minute delay, they tried the same electrode pads to a back-up defibrilator (medtronic lifepack 12) and got the same readng. They used a different set of pads and were able to shock the patient. The patient was not able to be revived.